Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 6208818 320-15-05 - eq rev locking screw. 6129468 320-01-42 - equinoxe reverse 42mm glenosphere. 6207799 320-10-00 - equinoxe reverse tray adapter plate tray +0. 5086440 320-42-10 - equinoxe reverse 42mm humeral const liner +0. 6211094 320-20-00 - eq reverse torque defining screw kit. 5369272 308-10-50 - 50mm middle segment modular. 5481334 308-15-50 - taper locking screw 50. 5271399 308-08-00 - xs prox body +0.

Event description:
As reported, approximately 4 years post op initial left tsa, this 76 y/o male patient was revised due to infection. Same components were used in the revision. Patient was last known to be in stable condition following the event. Unable to obtain photos or x-rays. Product not returning: disposed at the hospital.

Manufacturer narrative:
H3: infection is a clinically well-known potential complication of any surgical procedure including shoulder arthroplasty. If infection occurs after shoulder replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following shoulder replacement is (B)(4) for primary and (B)(4) for reverse shoulders. (1) the highest risk period for infection is the first two years following the surgery. (1, 2) 1. J.s. Coste, s. Reig, c. Trojani, m. Berg, g. Walch, p. Boileau. ¿the management of infection in arthroplasty of the shoulder¿. The journal of bone and joint surgery (br). January 2004; 86-b: 65-9. 2. W. Zimmerli, a. Trampuz, p.e. Ochsner. "Prosthetic-joint infections". The new england journal of medicine. October 2004; 351:1645-54. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Expiration and manufactured dates unknown. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."